Event description:
It was reported by the attorney that in or about 1994 the plaintiff underwent a prostatectomy surgery in which vicryl sutures were used. It was alleged by the attroney that due to the sutures used, the plaintiff developed a serious infection requiring numerous surgical procedures which has caused permanent bodily injury, disability and disfigurement.